Manufacturer narrative:
No sample has been returned for evaluation. However, device history record and fqc show no issues (according to specifications). Also, the provided photo is showing the catheter to be attached to an adapter not approved or recommended based on the IFU. As such, it is speculated that the failure was caused by not following instructions and/or by unsuitable endotracheal tube length.

Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. However, photograph has been sent for analysis. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported that the catheter does not reach the end of the endotracheal tube, it was shorter by about 2 cm. The issue occurred during patient-use and the patient was transferred to another sipap unit. At this time, there is no information regarding patient harm associated with the reported event.